Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experienced multiple cartridge change errors during the load sequence. Additionally, it was reported that multiple minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer's blood glucose ranged from 398 to above 500 mg/dl. Customer administered manual injections and a bolus to treat elevated bg. Reportedly, the customer reverted to manual injections for insulin therapy.